Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving probe product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
2nd malfunction, 29cm solero probe: a consultant radiologist reported several issues that occurred during an open intra-operative ablation case. The case was on a patient with 5 colorectal metastases, 3 of them were going to be ablated and the other 2 were for surgical resection. It was reported that the probes were not tested prior to placement and activation. The first lesion was successfully ablated; however, after positioning the same 19cm applicator into the second lesion, a "high reflective power" error message occurred. The operator was attempting to perform a 140w ablation for 4 minutes; however, the machine seemed to try to reset to 200w, upon pressing the start button. This was reattempted with the same needle, at a different wattage and time for a similar size ablation, but the error persisted. The operator then chose to switch to a 29cm applicator, using the same bag of coolant; however, the following error message occurred: "system error 209. Coolant >52 degrees, replace coolant, wait 2 minutes and re-start system." The bag of coolant was replaced and the second lesion was ablated. The 29cm applicator was positioned into the patient's third lesion. At this time, another "high reflective power" error message occurred so a switch back to the 19cm applicator was made and the ablation was performed successfully. The patient was under a general anesthetic for greater than 30 minutes, with an open abdomen, throughout the error messages and swapping applicators which added significantly to the length of the case. The patient's liver also had to be punctured repeatedly with each needle swap. The probes were disposed of, however the complainant reported that there was nothing visually wrong with them. There was no report of permanent patient harm or injury, however, this event meets the criteria a reportable adverse event; patient safety risk due to unnecessary sedation due to prolonged procedure.